Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial follow-up, infection of unknown circumstances was revealed. The patient was given antibiotics to resolve the infection. During another follow-up, the patient was experiencing syncope due to the device programming causing mode switch. The device was reprogrammed and the patient is in stable condition.